Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The tsr explained the alarm to the hp. The cause was determined to be a supply bag leaking due to animal damage. The hp was going to finish the therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.